Event description:
It was reported that the customer had differences between sensor glucose readings (110 mg/) and blood glucose readings (550 mg/dl). Customer stated that the sensor was inserted 6 days ago. Customer was advised to insert a new sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.